Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the clip malformed? Yes. Did the clip fall off the tissue? No. Or, did the open clip drop or eject from the jaws of the device? No. What procedure were they performing? Lap cholecystectomy. How was the procedure completed? Opened new device. Was there any patient consequence? No. The lot # provided p00019p67 is not a valid number. If available, please provide the correct batch or lot number of the device reported. Unfortunately, I have not got the lot number of the device. This information was given to me from the customer.

Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? How was the procedure completed? Was there a patient "consequences"? If yes: please explain the patient consequence. How the patient consequence was resolved? The lot # provided p00019p67 in not a valid number. If available please provide the correct batch or lot number of the device reported.

Event description:
When the clip was applied, it stayed open and fell off ¿ this was during surgery.